Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. The customer performed a database recovery, and removed patient data from previous years from the system. It was recommended that the customer keep data on the system for six months. The system operates as intended and was returned to service.

Event description:
The customer reported that the system locked up. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.